Event description:
Company received a complaint from a customer (e.1) reporting that a patient's software records were missing blood glucose data from a personal health monitoring device. This complaint led to an investigation by the company to determine the extent of the occurrence. The investigation discovered a related incident whereby 4 patient records had received erroneous data from personal health monitoring devices other than that of the intended patient. Upon discussions with the health care professionals involved with these 4 patients, it was learned that 1 patient had their oral diabetes medication changed as a result of receiving the erroneous data. A clinical review of the patient's data, pre and post medication change indicated no adverse effect to their blood glucose levels. In regards to the other 3 patients, no change in their medications was initiated by the health care professionals as a result of receiving any erroneous data.

Manufacturer narrative:
Indications for use: medicompass connect serves as an interface or a gateway between personal monitoring devices and a general purpose health management database. Monitoring devices that can interface to the medicompass connect include, but are not limited to: blood glucose monitors, blood pressure cuffs, insulin pumps, spirometers, scales. Medicompass connect is designed for professional healthcare settings and home use. A scheduled software update that was deployed 5 days prior to the referenced prior to the referenced product complaint was determined to the source of the error. The update was uninstalled immediately upon learning of the complaint. No additional complaints have been received after the uninstall, which occurred in 2008.